Event description:
The customer reported the halogen light source fails to produce light. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to swap out the light guide cables or lamps, but the customer did not have the cables at the time of call. Tac suggested replacing the lamp before re-attempt. A follow up was made the customer confirmed that the issue was resolved by replacing the lamps and the device will not be returned for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 year old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the cause of the phenomenon is due to a failure of lamp. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.